Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for clipping the artery? What was the surgical procedure that the device was used in? What is meant by ¿taking the rib¿? Why did the surgeon think that removing the rib would help to control the bleeding? Please provide more detail for the section of the rib that was removed? What rib was removed? Was the post-op care altered in any way? Did the surgeon inspect jaw for clip present prior to firing the device?

Event description:
The clip applier was used to ligate an artery, but instead of applying a clip it cut the artery like a scissor. It clipped the internal mammary artery under the rib and it was difficult to control the bleeding, we removed an extra rib and I guess it was at least 45 min more.